Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter with no original packaging or other devices. There was blood and contrast in the inflation lumen and in the balloon. Microscopic examination of the balloon did not reveal any damage or tears. The catheter was soaked in a warm water bath to loosen the blood and contrast. Examination under magnification revealed inner shaft buckling/damage 4.75cm from the distal tip. Functional testing was performed using an inflation device filled with water connected to the inflation port. The device was inflated and a stream of water came out of the distal tip confirming that the inner shaft was leaking. Inner shaft damage was found which likely compromised balloon inflation. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified unspecified vessel below the knee. A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. On the first inflation at unspecified atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified unspecified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. On the first inflation at unspecified atmospheres, the balloon ruptured. Th procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).